Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the lvad support device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a hemoglobin of 4 g/dl and inr of 1.5. On admission, vad parameters were stable and there were no reported alarms. The patient was transfused with 5 units of packed red blood cells. An endoscopy performed on an unspecified date identified an arteriovenous malformation (avm) that was cauterized. A capsule study performed was unremarkable. As of (B)(6) 2018, the patient remained hospitalized under medical management. No additional information was provided.